Manufacturer narrative:
Citation: belhaj soulami r et al. Structural valve deterioration does not alter tissue valves' radiopaque landmarks: implications for valve-in-valve therapy. Med hypotheses. 2019 jun;127:49-56. Doi: 10.1016/j.mehy.2019.03.033. Epub 2019 mar 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether structural valve deterioration alters the radiopaque landmarks of st ented tissue valves that are relied upon for establishing optimal implantation level during transcatheter valve-in-valve procedures. All data were retrospectively collected from a single center. The study population included 15 patients, but demographics were not disclosed. Of those, 6 were previously implanted with medtronic mosaic bioprosthetic valves. Valve sizes used: 23 and 27 mm. No serial numbers were provided. Among all mosaic patients, adverse events included: structural valve deterioration and calcification that required redo surgical aortic valve replacement (1) or transcatheter valve-in-valve implantation (5). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.